Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump motor stall occurred and had not recovered. The patient presented to the emergency room (ER) a couple nights prior to the report due to withdrawal and was currently in the pain clinic with the nurse. The patient was hospitalized the day prior to the report due to ¿viral symptoms¿ and was discharged that night. The patient arrived at the pain clinic to have the pump checked. The nurse interrogated the pump and it said motor stalled occurred on (B)(6) 2013 at 5:20 and had not recovered. Pump logs also showed an elective replacement indicator (eri) date of 7 months from the date of interrogation. The device system delivered morphine. It was later reported that the motor stall never recovered and the patient was scheduled for a pump replacement on (B)(6) 2013.

Event description:
It was later reported that the cause of the stall was unknown. When the healthcare provider (hcp) was asked if the stall recovered and if it recovered within two hours, the response was ¿yes¿. At the time of this report, the patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient was given oral medication to hold her over until the pump could be replaced. The pump alarmed the entire time until it was replaced 3 months later. The patient had a bladder infection, so they had to wait until it was cleared up before they could replace the pump. Then she came down with another bladder infection.